Event description:
Allegedly, during a transurethral resection of the bladder neck, the doctor stated that the distal end of the electrode started to melt after a short time of use. He was able to make 2-3 passes before the electrodes exhibited this condition. He had to use 5 electrodes exhibited this condition. He had to use 5 electrodes to complete the procedure; this added approximately 40 minutes to the procedure. Procedure completed. Pt condition post-op was good.

Manufacturer narrative:
The electrodes that failed were not returned. Two electrodes from the same batch were returned still in intact packaging. The electrodes were assembled with a 27050e/working element and tested on a (B)(6) surge tester; they were tested at low/medium/high settings and no melting effect was noted. Both electrodes were also hipot tested and passed. We have logged 6 complaints in the last 3 years for a similar complaint. On 3 complaints material was returned to manufacturer who stated that damage was due to the fact that electrodes were 4-9 years old and the electrode had been impacted by reuse. On the other three they stated that it was possible too much current had been used or the metal used in manufacture was too thin. (B)(4). We do not show a defect trend on this product.